Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport isp. During the procedure, no unusual events or resistance were observed; however, the catheter connected to the port was unexpectedly identified as cleanly severed. The cut surface appeared sharp, consistent with a blade like incision, with no evidence of stretching or additional damage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd